Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The patient stated they got into their car and left the house; the cgm value at the time was 89 mg/dl. While the patient was driving, he experienced a seizure and crashed. The patient¿s mother indicated that her follow application displayed 89 mg/dl at the time of the crash. Emergency medical services (ems) was called and his bg value per ems was 50 mg/dl. The patient was treated with fluids and dextrose via intravenous (IV) therapy. Once the patient became alert and responsive, he declined ems transportation to the hospital and was released at the scene. The patient stated that he did not sustain any injuries. At the time of contact, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.